Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received a fenestrated bipolar forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the following: 48 - the instrument's pitch cable at the distal clevis was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. No other cables were damage. One of the grips was bent, causing side to side misalignment of the grips. There was a .027 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. It was concluded that the damage to the grip was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broke pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur. Several attempts have been made to gather additional information from the hospital regarding the returned instrument; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.